Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the balloon burst pre-deployment of the 29mm sapien 3 valve. A second delivery system was used.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided confirmed the balloon had not inflated. It is suspected that the balloon tear was on the proximal portion of the balloon. The operator experienced difficulty with valve alignment. No tools were used to remove the balloon cover. After the delivery system was removed, the balloon appeared to be normal. There were no vascular complications. Patient was noted to be doing well and has been discharged. The patient¿s vessels were mildly tortuous, mildly calcified. The as calcification was moderate/severe. The delivery system was returned to edwards for evaluation. A crimp balloon tear was confirmed. Investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. No relevant imagery of the event was provided. The device underwent visual and dimensional testing. During visual analysis a crimp balloon tear was observed proximal to the I/c bond. Additionally, gouges were observed on the flex tip, significant on one section. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. During dimensional analysis, however, the double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements taken met the double wall thickness specification. During the manufacturing process, the entire delivery system (including the crimp balloon) was visually inspected and tested for the following: crimp balloon molding process, final inspection and flex catheter and balloon catheter leak test. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of the lot history revealed no additional complaints for ¿balloon ¿ torn¿ of ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint history from august 2017 to july 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ with returned devices. No manufacturing non-conformances that would have contributed to the complaints were identified. A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿damaged¿ or ¿valve alignment difficulty¿. The commander delivery system instructions for use (IFU), the system preparation manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported evens are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were confirmed. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. These circumstances would have also resulted in higher valve alignment forces. Per the device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Gouges were observed on the flex tip of the returned device. Gouges, particularly when apparent on only one side of the flex tip, are indicative of valve diving and therefore high valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The patient¿s access vessels were noted to be mildly tortuous, which could contribute to high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. No manufacturing non-conformances related to the reported balloon tear were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, the existing CAPA is being updated. No manufacturing or IFU/labeling inadequacies related to the ¿delivery system ¿ difficulty with valve alignment¿ were identified. There is insufficient information to determine root cause. A review of the complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.